Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that upon initial implant, the device was not pacing. Then later, the device worked appropriately and it was suspected there was blood ingress in the lead. The device and leads remain in use. No patient complications have been reported as a result of this event.